Manufacturer narrative:
Concomitant medical products: 5524m-53 lead, implanted: (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven-and-a-half months post generator upgrade the implantable cardioverter defibrillator (ICD)  system was removed due to infection. The system was replaced two days later. No further patient complications have been reported as a result of this event.